Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
[Oral-b/power toothbrush] has suddenly broken and the toothbrush heads no longer attach [device breakage]. Case narrative: consumer reported via e-mail that the toothbrush has suddenly broken, and the heads no longer attach. No injury was reported.

Event description:
[Oral-b/power toothbrush] has suddenly broken and the toothbrush heads no longer attach [device breakage]. Case narrative: consumer reported via e-mail that the toothbrush has suddenly broken, and the heads no longer attach. No injury was reported. Follow up: concomitant updated, german products notes received: pending complaint investigation. Follow up: german product notes received in product and concomitant, conclusion code: others, maltese notes received, concomitant batch lot number updated.

Manufacturer narrative:
On 16-sep-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return h3 other text : pending investigation

Event description:
[Oral-b/power toothbrush] has suddenly broken and the toothbrush heads no longer attach [device breakage] case narrative: consumer reported via e-mail that the toothbrush has suddenly broken, and the heads no longer attach. No injury was reported. Follow up: concomitant updated, german products notes received: pending complaint investigation.